Event description:
It was reported that the vascular stent was found to be fractured a couple of days post implantation in the sfa. A stent graft was placed inside the fractured stent to treat the pt. No pt injury was reported.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported as it involves a similar device to a PMA approved device sold in the u.s. Under (B)(4). No product catalog number and no lot number has been provided to date; therefore, a device history record review could not be performed. The investigation is currently underway.